Manufacturer narrative:
The flow diverter¿s pushwire was returned for evaluation within a microcatheter. A portion of the distal segment of the pushwire was found deployed outside of the catheter tip. The remaining segment of the pushwire was inside the catheter. The pushwire was then pushed out from the catheter with difficulty. The flow diverter¿s braid was not return. The reason for non-returned was not provided. However, a photo of the braid was received and reviewed. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. Based on the photo, the distal end of the braid did not appear to be opened; while the proximal end of the braid appeared to be opened. Due to the resolution of the photo and the presence of the blood on pipeline braid, damages to the braid could not be confirmed. The pushwire was found to be bent near the proximal end. No defects were found with the tip coil, distal marker, re-sheathing marker or the proximal bumper. No other anomalies were observed. Based on the customer¿s photo, the report of failure/incomplete open at the distal end was confirmed. The distal end of the braid did not appear to be opened. However, the event cause could not be determined. The possible cause of the braid not opening fully could be a combination of the damaged braid, patient anatomy and user technique; however, the patient¿s vessel tortuosity was normal. Furthermore, the returned pushwire and catheter were found to be damaged. From the damages seen on the proximal end of the pushwire (bending) and hypotube (stretching); it appears excessive force was used (pushing and pulling). Per our instructions for use (IFU): begin to deliver the device using a combination of unsheathing the embolization device and pushing delivery wire simultaneously. After the distal end of the embolization device has successfully expanded, deploy the remainder of embolization device by pushing the delivery wire and/or unsheathing the embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the embolization device. Discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the device against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may res ult in damage to the micro catheter, or the vessel.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported device has not been returned for evaluation. The cause of the event could not be conclusively determined from the available information.

Event description:
Medtronic received information that the distal segment of a pipeline flex would not open after more than 50% of it had been unsheathed. The microcatheter used in conjunction with this pipeline flex was placed at mid cerebral artery when the deployment was attempted. The physician tired to unsheath and pulled the pipeline flex and microcatheter down to the internal carotid artery to force ptfe to opened, but the distal segment remained not open. The pipeline and microcatheter were removed from the patient. The pipeline was examined upon removal. It was noted the distal segment remained closed, and the proximal segment was open. It was reported the pipeline was prepared according to the IFU. It had been resheathed no more than 2 times. The reported pipeline was used to treat the patient's saccular internal carotid artery aneurysm. It had a maximum diameter of 5mm and a neck of 4mm. The distal and proximal landing zone sizes of the parent artery were 4.09mm and 4mm respectively. The patient's vessel tortuosity was reported as normal. A new pipeline flex was used for the treatment of this patient. No patient injury reported.